Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4). Analysis of the pump (B)(4) revealed a high resistance pump battery.

Event description:
It was reported that a critical alarm was sounding, the patient felt withdrawal and there was still 2 months showing on the pump battery. The pump was replaced on (B)(6) 2012. Per telemetry strips, "pump in safe state" and "reset occurred - low battery" occurred on (B)(6) 2012. The device system was used to deliver morphine.